Event description:
One patient sample with discrepant pth result. Initial result 433 pg/ml. Same sample repeated on different instrument using different method gave results of 12 and 19 pg/ml. A new sample from the same patient was tested on 08/14/2007 and gave results of 502 pg/ml using initial method, was repeated 5 times. One repeat was performed using the same method on a different instrument and gave result of 449 pg/ml. The sample was then treated in a heterophile blocking tube and tested again using the initial method, and gave result of 16 pg/ml. The additional 4 repeats were performed using different instruments, different methods, and gave results of 20 pg/ml, 32 pg/ml, and 19 pg/ml. If additional information is received, appropriate notification will be provided.